Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the cause of the complaint was a component failure. A definitive root cause cannot be identified. A device history review revealed no issues. This issue is addressed in the instructions for use (IFU): "warning ¿ before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg. 14. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the product's paddle was cracked. It is unknown when the issue was observed. No patient harm was reported.